Manufacturer narrative:
Five (5) actual samples were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the samples. When the devices were removed from the bag, the cause of the fluid was found to be untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water and manually tightening the blue winged luer cap. After fill, prime and monitoring the devices until the next day, no signs of a leak were observed from the devices. White marking was not observed inside the cap when inspected under the microscope. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are (5) small volume folfusors leaked "in the sachet". The event occurred after filling prior to patient use. There was no patient involvement. No additional information is available.